Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a balloon aortic valvuloplasty (bav) was performed due to calcified anatomy. Following the successful implant, angiogram revealed moderate paravalvular leak (pvl). A transthoracic echocardiogram (tte) showed mild paravalvular leak (pvl) with good hemodynamics. A post-implant bav was performed, however it increased the pvl to moderate. The hemodynamics did not change and another post implant bav was performed with no resolution of the pvl. Subsequently, a second valve was implanted valve-in-valve reducing the pvl to mild based on tte and angiogram. No additional intervention was performed and no adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.